Event description:
It was reported that an asymptomatic patient presented for a follow up in clinic. The patient's right atrial (ra) lead exhibited high capture threshold. Chest x-ray revealed the ra lead had dislodged. There were no interventions. The patient was stable.